Event description:
Info received indicates the right head siderail is not locking in the up position.

Manufacturer narrative:
The technician found the latch spring was bent. The technician replaced the latch spring to repair the bed.